Manufacturer narrative:
Only the sensor board was returned to the manufacturer's quality assurance laboratory for evaluation.

Event description:
A ventilator's sensor board was returned to the manufacturer's service center for further evaluation. There was no report of patient harm or injury. During the evaluation of the sensor board at the manufacturer's quality assurance laboratory, the root cause of the sensor board failing was due to transducer (mt2) being out of tolerance.